Event description:
It was reported that the stim probe does not function. There was no reported patient impact.

Manufacturer narrative:
Probe spk1004 surgeon controlled. Model # / catalog # - spk1004.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant device: module opm660. Patient (ID: (B)(6), lot: 206145081, returned (B)(4) 2013, manufactured september 18, 2012, 510k: k061639) (B)(4). The probe was not returned and therefore, no evaluation could be performed. The concomitant device, the module, was returned for evaluation. No fault was found with this device. Method: no testing methods performed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.